Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon closing review it was found that sensor deployment needle was bent and not broken and this is not a reportable event. Therefore, this complaint should not have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, prior to insertion it was noticed that the sensor deployment needle was bent in a zig-zag shape. No additional event or patient information is available. The complaint device was not returned for evaluation. Photographs were provided confirming the reported bent sensor insertion needle. A root cause cannot be determined.